Manufacturer narrative:
The suspect device has not been returned to olympus and an evaluation cannot be performed at this time.

Event description:
A user facility reported to olympus that, when using the olympus clv-190, evis exera iii xenon light source, a "pop" was heard and then a "burning smell" was detected. There was no patient injury or harm associated with the reported problem. The event occurred prior to the start of a procedure; the patient was not yet under anesthesia and not yet present in the room when the event occurred. A delay in the start of the procedure was reported to be 15 minutes. The intended procedure is unknown. The procedure was completed using another device (details unknown).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device history record (DHR) review, performed by the legal manufacturer. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures.